Event description:
According to the reporter, the patient underwent routine hemodialysis treatment. On the day of the event, 50 minutes before the end of the treatment, the responsible nurse found blood oozing from the red end (near the adapter) of the hemodialysis catheter. As this was found in time, the amount of bleeding was less. After cleaning the catheter, it was found that there was a break of about 1mm in the catheter at the red end. There was blood loss of 10 ml. Clamp was not moved periodically. The device was not repaired. Normal saline was used as type of cleaning agent used. Nothing unusual observed on the device prior to use, no other device utilized with the device, and flushing with normal result was done prior to use. The on-duty doctor and the resident doctor in the hemodialysis room have checked the condition of the patient's dialysis catheter and advised to return the blood and remove the machine in advance. Clamped the red tube above the break in the catheter, covered the cleaning auxiliary material after confirming that there was no more bleeding, and fixed it with adhesive tape as remedial action done. Reported to the director and the medical equipment department. Situation of combined medication/device: none. The product was replaced with the same product ID and lot number. The treatment was not completed. Patient's vital signs were normal. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, b7, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent routine hemodialysis treatment on the day of the event. 50 minutes before the end of the treatment, the responsible nurse found blood oozing from the red end (near the adapter) of the hemodialysis catheter. As this was found in time, the amount of bleeding was less. After cleaning the catheter, it was found that there was a break of about 1mm in the catheter at the red end. Clamp was not moved periodically. The device was not repaired. Normal saline was used as type of cleaning agent used. Nothing unusual observed on the device prior to use, no other device utilized with the device, and flushing with normal result was done prior to use. The on-duty doctor and the resident doctor in the hemodialysis room have checked the condition of the patient's dialysis catheter and advised to return the blood and remove the machine in advance, clamped the red tube above the break in the catheter, covered the cleaning auxiliary material after confirming that there was no more bleeding, and fixed it with ad hesive tape as remedial action done. There was no new machine was used. Reported to the director and the medical equipment department. Situation of combined medication/device: none. The product was replaced with the same product ID and lot number. The treatment was not completed. There was blood loss of 10 ml and blood transfusion was not required. Patient's vital signs were normal. The blood pressure and oxygen saturation were normal. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an apparent leak in the arterial extension tubing. There was blood surrounding the device, but the leak itself was not evident in the photo. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent routine hemodialysis treatment on the day of the event. 50 minutes before the end of the treatment, the responsible nurse found blood oozing from the red end (near the adapter) of the hemodialysis catheter. As this was found in time, the amount of bleeding was less. After cleaning the catheter, it was found that there was a break of about 1mm in the catheter at the red end. There was blood loss of 10 ml and blood transfusion was not required. Clamp was not moved periodically. The device was not repaired. Normal saline was used as type of cleaning agent used. Nothing unusual observed on the device prior to use, no other device utilized with the device, and flushing with normal result was done prior to use. The on-duty doctor and the resident doctor in the hemodialysis room have checked the condition of the patient's dialysis catheter and advised to return the blood and remove the machine in advance, clamped the red tube above the break in the catheter, covered the cleaning auxiliary material after confirming that there was no more bleeding, and fixed it with adhesive tape as remedial action done. Reported to the director and the medical equipment department. Situation of combined medication/device: none. The product was replaced with the same product ID and lot number. The treatment was not completed. Patient's vital signs were normal. There was no reported patient injury.